Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic after an alert merlin.net transmission for high ventricular rate events. The pacemaker was post-sense t-wave oversensing on the ventricular channel and triggering high ventricular rate, observed on stored egm. The patient did not receive therapy during the oversensing. The device was reprogrammed. The patient would continue to be monitored.